Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that during a pump refill, the reporter was trying to aspirate the pump and was getting air. All of the connections were reportedly secure. The reporter obtained a new refill kit, and was still getting air. The reporter got back 27cc of air; and was expecting, and got back, 7cc of fluid, but the fluid was tinged yellow. The pump was filled in the operating room (or) when it was recently replaced, and therefore it was unknown how much medication the pump was filled with at that time. The reporter was able to refill the pump with new medication; periodically aspirating and getting back clear fluid. The pump system was being used to infuse morphine (compounded), and bupivacaine. No symptoms or cause of the event were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.